Event description:
New information notes that low, out of range pacing lead impedance was observed. Insulation anomaly was suspected. Lead was explanted and replaced.

Event description:
It was reported that low impedance was noted. The pt would get further testing.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.5cm was returned for analysis. External insulation abrasion was noted at 8.2-8.6cm and 8.7-9.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.2-13.8cm from the distal tip. The etfe coating was intact at these locations. Insulation damage was noted at 32.8-34.8cm from the distal tip, consistent with clavicle crush damage. The etfe coating was abraded at this location, consistent with the field observation of low pacing lead impedance.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.